Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related due to the condition of the returned lens. An unapproved viscoelastic was used during the surgical procedure. Additional information has been requested. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was defective. In a follow up phone call with the surgeon, he reported the iol was arched in the cartridge. The plunger of the injector did not move the iol, but slid below it and scratched the lens. The scratch was noticed when the iol unfolded in the eye. The lens was removed and replaced through an enlarged incision. There was a delay in the surgical procedure of approximately twenty minutes. An unapproved viscoelastic was used during the surgical procedure. Additional information has been requested.